Event description:
The pt had a mr procedure. She was scanned in the head first position with the torso xl coil. The pt did not complain during the scan and did not mention any injury after the examination. Two days later, the pt went to the emergency room for treatment of two third degree burns on the inner thighs with the comment that these burns were caused by the mr scan.

Manufacturer narrative:
Conclusions (other): the conclusion is that these were most likely skin-to-skin burns. Skin-to-skin contact is a known cause for rf burns during an MRI scan. The best way to prevent skin-to-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Therefore, an accessory set containing several spacers and cushions are part of every mr system. These accessories were not used with this pt. The instructions for use contain extensive warnings and instructions for pt related positioning which include skin separation.